Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china

Event description:
Reference number (B)(4). Event occurred in china it was reported that the patient faced infusion set tubing detached from tubing-tubing connector event on 14-aug-2024. No further information was available.